Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The hospital has communicated that they will retain the device. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
The patient presented with calcified stenosis of the circumflex ostium, and the ivus catheter would not cross the lesion. Orbital atherectomy was selected for treatment and the viperwire guide wire was inserted. Seven treatment passes were performed with the diamondback coronary orbital atherectomy device (oad) in the ostial circumflex. During the seventh antegrade treatment pass, the tip bushing of the oad was noted to be detached. Treatment was stopped and the oad was removed and the device fragment was observed to remain on the guide wire. An additional wire was inserted alongside the viperwire to maintain wire position, and the viperwire was then removed from the patient along with the oad fragment. The procedure was continued with stent placement and the patient was in stable condition throughout.